Event description:
This rv lead was implanted on (B)(6) 2017 and still remains implanted at this time. A product experience report received on august 21, 2017 stated that the daily measurements indicate that the rv threshold had increased from 1.1 in (B)(6) 2016 and slowly increased to 2.7v@ 0.4ms on (B)(6) 2017. Today's testing showed threshold of 3.5 @ 0.4 or 2. 7@ 0.8. The physician was dr. (B)(6) at (B)(6) hospital in australia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).